Event description:
A 72-year-old male presented in pre support clinical condition consistent with scai cardiogenic shock stage c. The impella device was indicated due to cardiac rupture, suspected to be a blowout type rupture in the lad region following myocardial infarction. On (B)(6) 2026, during the impella insertion procedure, the device was powered on; however, an initial diagnostic error occurred in the adaptive cardiac rupture control unit (B)(6). Based on the available information, the reported event involved an initial diagnostic error in control unit (B)(6) during impella installation, necessitating replacement with control unit (B)(6). The issue was identified prior to full device operation, and the exchange resolved the error. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The event will continue to be monitored, and any additional information will be assessed as part of ongoing post market surveillance.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. Thus, updated to "yes." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d1 brand name corrected. D4 primary UDI number information was added as it was omitted from the initial report that was submitted. The investigation has been completed. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
D6b: updated explant date.